Event description:
Haemonetics created a service event on (B)(4) 2013 for an orthopat device with the description "machine no longer used." No patient or operator injury reported.

Manufacturer narrative:
The device was returned and during the evaluation on (B)(4) 2013 it was noted that a fluid spill had occurred within the device. The spill damaged the power supply. There was no evidence of burning or carbonization. The device has been upgraded to the current fluid ingress remediation and repaired. (B)(4).